Event description:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) during antibody screen testing of a pt with a history of anti-e.

Manufacturer narrative:
The customer reported that the ortho provue analyzer did not interpret reactivity (false negative) during antibody screen testing of a pt with a history of anti-e. On 8/4/06, an ocd field engineer arrived on site. The field engineer performed camera adjustments and returned the analyzer to expected operation. Erroneous results were not reported, as the test results did not match pt history. However, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. The analyzer could not be ruled out as a contributing factor to this incident.